Event description:
During priming of the device in preparation for a cardiopulmonary bypass procedure, the user reported that the air sensor generated an audible alarm when there was no error present. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.